Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states one side of the brake handle and cable broke, and the brakes are not touching the wheel. MDR filed.